Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unspecified reason. All components were removed and replaced with a new ipp. No information about the patient's outcome was provided. Additional information received. The previous ipp was replaced due to it was not functioning properly, the patient had difficulties inflating. The patient had a successful outcome following the surgery.